Event description:
It was reported that during a gastroplasty procedure, after the fifth firing, the device presented problem in the stapling and did not section the tissue. Another device was pulled and the same thing occurred. It was necessary to perform the sectioning through the use of the shear and over suture. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/01/2009. Result and conclusion: damaged firing mechanism. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was dissembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusions could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed ans no anomalies were found during the manufacturing process.